Event description:
While patient was undergoing a d & c and endometrial ablation, the novasure handpiece did not function. The company representative advised that the device be removed and discontinued from the tower. This was done and a new device, from the same lot number was obtained and functioned without any other problems. The equipment was sent to central sterile for decontamination and will be picked up at a later date by the company representative. As of this date, the device has not been picked up.